Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of phrenic nerve stimulation. It was noted that the left ventricular (lv) lead was programmed unipolar tip-to-can. The lead was programmed back to bipolar configuration. One day later the patient presented to the hospital due to further complaints of phrenic nerve stimulation. Upon interrogation it was noted that the lead safety switch (lss) had been triggered due to high out of range pacing impedance measurements. Isometrics were performed which did elicit intermittent noise. The physician opted to program the lv lead off. No further diagnostic tests or intervention was performed. The stimulation was determined to be caused by unipolar pacing. All issues were resolved with programming the device to pace and sense in the rv only. No adverse patient effects were reported.